Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is fully advanced outside the tip of the nozzle and is advanced under the lens. The lens is advanced just past the nozzle tip and is crushed with its segments stretched from the mid nozzle. We are unable to determine the root cause for the reported complaint "intraocular lens (iol) got stuck between the plunger and the cartridge tip". Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noted that the iol got stuck between the plunger and the cartridge tip. There was no patient impact. The procedure was completed with a identical replacement lens. Additional information has been requested.